Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 4.0 and 5.6.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 4.0, 5.6, mean: 4.8, sd: 1.13, %cv: 23.57, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported add'l result from another different date of testing ((B)(6) 2012). A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both pic and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this other reported result is appropriate. User reported pt on antibiotic medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." This may be root cause for elevated results outside of expected range. In-house therapeutic donor testing has been performed on reported lot 284364 on (B)(6) 2012. Results as follows: donor 1: inratio: 2.3, 2.4, 2.4; reference: 2.04; bias threshold: 1.04-3.04; %cv: 2.44. Donor 2: 3.4, 3.5, 3.5; 3.64; 2.64-4.64; 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Pt's antibiotics could not be ruled out as a contributor to the unexpected results. No product was expected to be returned so retain were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4).